Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sec set no ports w/hanger dehp free was clogged/blocked/occluded and experienced flow issues. The following information was provided by the initial reporter: part#: 11448964, lot#: 20083467, secondary set would not prime when lowered below primary bag.

Event description:
It was reported that the sec set no ports w/hanger dehp free was clogged/blocked/occluded and experienced flow issues. The following information was provided by the initial reporter: part#: 11448964. Lot#: 20083467. Secondary set would not prime when lowered below primary bag.

Manufacturer narrative:
H.6. Investigation: 1 bd secondary set and 1 baxter primary set was returned by the customer. The primary set was primed with water. The secondary set was attached to the primary set and lowered below the primary bag. The secondary set was successfully primed. The customer complaint that the secondary set would not prime when lowered below primary bag could not be replicated. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 11448964 lot number 20083467 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20083467 regarding item #11448964. H3 other text : see h.10